Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) and shock channels, which was reproducible with arm movements and inhibited pacing for this pacemaker dependant patient. It was noted that the daily lead measurements were unchanged and thresholds were noted to be good. It was questioned if the high voltage leads could be reversed. A procedure was later performed to replace the patient's device for normal elective replacement indicator (eri), and it was noted that the leads were correctly placed in the device header. Technical services (ts) discussed a possible lead issue. It was noted that there was no visible lead damage during the revision procedure; however, the physician was still uncomfortable with the lead and thus elected to surgically abandon the lead. No adverse patient effects were reported.